Event description:
It was reported that the implantable cardioverter defibrillator exhibited overestimation. It was noted that the battery life was extended even though the battery was low after 7 years. No intervention was performed. There were no patient consequences.